Event description:
It was reported that after removing the guidewire due to resistance encountered within the microcatheter; the physician observed that the coating on the guidewire appeared to be "peeling". There were no clinical consequences to the patient.

Manufacturer narrative:
(B)(4): the subject device was disposed.